Manufacturer narrative:
Review of logs confirms the device experienced a failure upon boot-up, but the failure was unable to be reproduced during investigation.

Event description:
User reported that the device was not delivering oxygen, which was identified during set-up. While there was no patient harm, if the error were to recur during a case, it could result in patient harm.